Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the needle mechanism not deployed. Rotation of the ratchet gear successfully deployed the needle mechanism. The downloaded data returned timeouts during second priming. Corrosion was observed between the top battery and top battery clip. This created a poor connection, causing the device to fail to rotate the ratchet gear and preventing the needle mechanism from deploying as intended. The exact cause of the corrosion could not be determined. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy. The pod was not worn.